Event description:
In 2008, there was a report that during a rescue attempt, defibrillation pads were reported to have been applied to the patient, and connected to the device, however, the device reported a connect pads prompt. It is believed that the patient did not survive.

Manufacturer narrative:
Summary: the actual device was evaluated, however, the defibrillation pads used during the rescue attempt were not available and were reported to have been disposed of after use. The device was evaluated and performed as designed. Records for defibrillation pads believed to be from the same lot as the pads that were used also reviewed. The records indicate that the lot passed required quality inspection, and testing parameters. Result code: the defibrillation pads were not returned, no conclusion can be made.